Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. No moisture damage was noted inside the device. The insulin pump had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had moisture damage and a button error on the insulin pump. Customer's blood glucose level was 8.8 mmol/l. Customer stated that she was caught in a rainstorm and now has a button error on the pump. Customer's most recent blood glucose level was 13.2 mmol/l, but customer's blood glucose level was 8.8 mmol/l prior to the incident. Insulin pump will need to be replaced. Customer found no fluid under the screen or in either battery/reservoir compartments. No additional information provided.